Event description:
A customer reported the freestyle libre 2 reader button was no longer responding, and as a result the customer could not switch the reader on with button press. As a result the customer became hypoglycemic and reported requiring third-party intervention. However, the customer declined to provide additional details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader did not power on with button, test strips or usb (universal serial bus) cable insertion. The reader was further investigated and de-cased. The reader battery was measuring outside of specification. The battery was replaced with a known good battery however, the reader did not power on. The reader was placed into the test fixture and pressure was applied to the microcontroller processor (mcp). The reader did power on with the home button therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc received the freestyle libre 2 reader serial#(B)(6) and conducted a physical investigation. The reader was placed into the test fixture and pressure was applied to the microcontroller processor (mcp), and the reader did power on with the home button. When pressure is applied to the mcp it makes contact between the mcp and the pcba allowing the reader to be turned on via the power button. Because the reader did power on after pressure was applied to the mcp, adc initially reported this issue as not confirmed due to the root cause being unrelated to the reader button itself. However, adc conducted a more detailed investigation of this reader, and this issue is confirmed due to poor soldering of the mcp.sections, h-6 and h10 have been updated to include further investigation results. Adc further analyzed the complaint records received from this customer, and the results are as follows: the customer initially contacted adc on (B)(6) 2021 reporting two issues with freestyle libre 2 reader (serial# (B)(6) which were recorded under adc case ID (B)(4). 1. The reader was no longer charging even if the cable is plugged into the reader 2. They could not switch on the device during the customers initial report of the above issues on (B)(6) 2021, they did not report any third-party intervention, medical treatment, loss of consciousness or seizure or any other potentially reportable event associated with use of the device, therefore the complaint did not meet adc¿s potentially reportable event criteria. At that time, the adc customer support agent sent the customer a replacement reader and requested that reader serial# (B)(6) be returned to adc for product investigation. The customer contacted adc again on (B)(6) 2021, reporting that the freestyle libre 2 reader (serial# (B)(6) which had already been requested to be returned for investigation was no longer responding to button press, and as a result the customer could not switch the reader on. The customer became hypoglycemic and reported requiring third-party intervention submitted, (B)(6) 2021. Adc customer support requested again that the customer return the reader back to adc for investigation on (B)(6) 2021. Based on the information above, it is clear that the customer continued to use the reader with serial# (B)(6), even after adc had already provided them with a replacement reader and requested that they return the reader in question during the initial interaction on (B)(6) 2021, prior to the medical event which occurred on (B)(6) 2021 and was reported to adc on (B)(6) 2021.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 reader button was no longer responding, and as a result the customer could not switch the reader on with button press. As a result the customer became hypoglycemic and reported requiring third-party intervention. However, the customer declined to provide additional details. There was no report of death or permanent injury associated with this event.